Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device on button led illuminated but the display was blank and the on and home buttons failed to respond indicating a lock up failure. The user removed and reinstalled the batteries to restore device function. The issue was discovered as the customer was attempting to use the device to monitor a patient. The customer confirmed that the device issue did not affect the patient care. There were no further details on the patient or event provided.